Event description:
Boston scientific received info that this right atrial (ra) lead had dislodged (B)(6) after being implanted. The physician attempted multiple times to reposition this ra lead with no success. The helix then got stuck and would not retract any longer. This ra lead was removed and successfully replaced with another lead. No adverse pt effects reported.